Event description:
It was reported that a patient presented with noise on their implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient condition was not known.

Manufacturer narrative:
Correction: corrected the product in the MDR to the right ventricular (rv) lead.

Event description:
Additional information received indicates that the oversensing noise was on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient condition was stable before, during, and after the procedure.